Event description:
Patient was undergoing kyphoplasty of thoracic 10 and 12 for vertebral body fracture, osteoporosis and low back pain. A core biopsy of the thoracic 10 vertebral body was taken. The space was drilled and a curette was used to enlarge the space. The curette broke, "would not fire", and had shirring. The surgeon felt the curette was problematic. No patient injury sustained.